Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of the abre venous self-expanding stent system at the left external and common iliac vein, there was incomplete opening of the distal struts and asymmetry in the diameter of the stent struts, resulting in abnormal stent conformation and abnormal imaging appearance after deployment. A 4fr micropuncture set and a 9fr introducer were used. Cavography and diagnostic phlebography were performed, and fluoroscopic guidance was used during vena cava filter recovery catheter retrieval. The procedure included ultrasound-guided puncture of the right jugular vein, placement of introducers and catheters, retrieval of a vena cava filter, balloon pre-dilatation with a 10x4mm balloon, stent placement, and stent post-dilatation with a 12x40 mm angioplasty balloon. Despite post-dilatation, the abnormal stent appearance persisted. The patient's hospitalization was extended by 2 days. Nofurther patient injury reported.

Manufacturer narrative:
Image analysis: six still images were provided for evaluation. The still image shows the abre stent deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.